Manufacturer narrative:
Product ID 748240, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 3389s-40, lot# v011468, implanted: 2007 (B)(6); product type lead product ID 3389s-40, lot# v011800, implanted: 2007 (B)(6); product type lead product ID 7426, serial# (B)(4), implanted: 2007 (B)(6), explanted: 2014 (B)(6); product type implantable neurostimulator product ID 748240, serial# (B)(4), implanted: 2007 (B)(6); product type extension. (B)(4).

Event description:
It was reported, the patient had two single channel implantable neurostimulators (ins) that were planned to be replaced four days following report because one of them was at elective replacement indicator (eri). It was noted, the other ins was not at eri. It was noted there was concern that one ins was already at eri because of the patient¿s settings and the therapy impedance was below 1,000 with electrode impedances around 700-800¿s and there were no shorts on the day of report. It was noted a longevity calculation was performed and it indicated 3 years eri/3.25 at end of service (eos). It was noted, the patient¿s settings had never been high. It was stated, the patient was concerned that their single channel ins¿ were not lasting as long as their previous ins¿. It was further reported the cause of the issue was not really determined. It was stated the patient¿s settings did not seem abnormally high. It was noted, the patient had replacement surgery on the day of report and the surgeon¿s inspection did ¿not show anything.¿ it was stated, the patient was doing fine. It was stated, there was never a loss of therapy. It was stated, the neurologist was ¿surprised that the battery had gone into eri so early compared to the prior battery.¿ it was noted, the devices would not be returned to the manufacturer. It was further reported, the neurosurgeon had visually inspected the battery and they did not see any damage. It was noted, the impedance readings were normal. It was stated no cause was determined but possibly normal battery depletion. It was noted, the time frame of less than 2.5 years had seemed short given the patient¿s settings.